Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the subject balloon did not inflate after injection of contrast mixed saline. The saline leaked from the tip of the balloon during preparation.